Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "off set self check failure - 1174" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was not returned to zoll medical corporation. The device was evaluated by a zoll certified service provider and the customer's report was duplicated and attributed to a faulty assembly valve and a transducer mesh screen. The assembly valve and a transducer mesh screen were replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.